Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Compatibility of components: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of event description: it is reported that a (B)(6) male patient was implanted with mmc cup on (B)(6) 2010 in his left hip and revised on (B)(6) 2014 due to pain. Implantation surgery dated (B)(6) 2010: preoperative diagnosis: severe degenerative arthritis of the left hip. Procedure: good stability, good soft tissue tensioning, good correction offset achieved. No abnormalities were observed. Revision surgery dated (B)(6) 2014: preoperative diagnosis: failed left total hip arthroplasty. Procedure: no abnormalities regarding the implants were observed. Femoral stem were solidly fixed. Acetabular component and femoral head were revised. No x-rays or pictures were provided. No other documents were provided. No product was available for investigation. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Surgical reports were provided and will be reviewed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc cup 54mm/46mm code l on (B)(6) 2010 on the left side and was revised on (B)(6) 2014 due to pain.